Event description:
A customer reported her meter was not turning on and as a result of being unable to test, she experienced symptoms of dizziness, weakness, and tingling feeling on her tongue. She reportedly went to a local hospital where she got diagnosed with hyperglycemia, treated with insulin (route unknown) and prescribed an oral diabetes medication glimepiride. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. During a troubleshooting with abbott diabetes care customer service, it was discovered the customer did not replace meter's batteries. The product will not be investigated.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed. Meter powered on with button depression and with strip insertion. Blank screen was not observed. This is a final report.

Event description:
The surgeon reported: "after vitrectomy fluid/air exchange was activated via the automatic f/ax valve. No air came into the eye. All tubing was examined for kinking etc. Bss was infused into the eye again. That worked and f/ax was initiated once more, still without any success. There was no harm to the patient and surgery was completed without performing the f/ax." Additional information was requested.